Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The initial report assessment for this event was made available (B)(4) 2014, a reassessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints. The device displayed a similar malfunction which were tested and evaluation under and optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA (B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while performing a routine check of the circuit, prime was observed leaking from the gas inlet port and the condensation port. The device was replaced. No patient involvement. (B)(4).